Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. Unit delivered 44.50ml/h when set to 50ml/h. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the reported issue was reproduced and found the percent error to be 6.828 . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.